Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: broken device: observed an opening assessed as an unidentified (tear) opening. Additional observations: crease flat observed om the device yellow particles observed inside the device. Black mold like appearance observed outer device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.